Event description:
Reportedly, some inconsistencies were observed in the follow-up data stored in device memories (i.e. The statistics reset date was (B)(6) 2015 but therapy history data was started from (B)(6) 2015). In addition, no episode was stored in "av conduct." Section.

Manufacturer narrative:
Please refer to the analysis report for complete details.

Event description:
Reportedly, some inconsistencies were observed in the follow-up data stored in device memories (i.e. The statistics reset date was (B)(6) 2015 but therapy history data was started from (B)(6) 2015). In addition, no episode was stored in "av conduct." Section.